Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) replaced the analog interface (ai) printed circuit board assembly (pcba), motherboard, breath delivery unit (bdu) printed circuit board assembly (pcba), inspiratory blindmate cable, exhalation cable assembly, graphic user interface (gui) printed circuit board, backlight inverter printed circuit boards (pcbs), graphic user interface (gui) to breath delivery (bd) cable, and compressor printed circuit board (pcb). The ventilator passed self testing.

Event description:
It was reported that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.